Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken 13.98 mm from its distal end, and the broken probe tip was returned. In addition, the following reportable malfunctions were identified during the device evaluation: the tissue pad in the grasping section was worn away. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the thunderbeat's scissors broke and the jaw detached from the device during an unspecified procedure. There were no reports of patient harm.